Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the customer reported that the dilator bent." The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".